Event description:
Customer reported that the unit was drawn into the mr bore. It was further reported that the unit was placed within the 100 gauss line. There was no reported patient involvement.

Manufacturer narrative:
The user has placed the machine too close to the mr bore. As stated in the ivent201 operator's manual the unit is to be placed outside the 100 gauss line from the mr iso scanner.